Event description:
It was reported that shortly after implant of the right atrial lead, the patient complained of chest pain. All electrical parameters of the lead remained acceptable. Two days post implant, the patient continued to experience chest discomfort. A micro-perforation was confirmed. The lead was explanted and replaced on (B)(6) 2014.